Event description:
As reported: "nail contact when drilling the two distal locking holes (200 mm nail)."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed as the device was returned and found to be functional in nature. The returned device was visually inspected, in which we can see scratch marks, slight deformation, scratch marks and nick marks on the surface of the device at various sections. These marks are an indication of the device being used over time, having wear on it from various reprocessing and cleaning cycles. A functional inspection was conducted on the returned targeting arm, sleeve, and sample nail and drill. During this inspection, the alignment of the drill was checked through the proximal and distal oblong holes, as well as the distal locking screw hole. The drill successfully passed through all the holes without contacting the nail, confirming that the alignment was correct. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause is attributed to user-related factors, as the device was found to be functional. However, significant wear, usage marks, and nicks were observed, consistent with over ten years of use. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "nail contact when drilling the two distal locking holes (200 mm nail)."